Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6); implanted: (B)(6) 2010; explanted: (B)(6) 2024. Product type catheter pr oduct ID 8731 lot# serial# b009793n19 implanted: 2004-10-19 explanted: 2024-03-26 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown medication via an implantable pump. It was reported the patients newly implanted system had resulted in an infection and had since been explanted on (B)(6) 2026. The patient was on oral antibiotics.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable pump for spinal pain. It was reported that the pump and a portion of the catheter were explanted due to an infection in the pump pocket. The rep stated that this issue has previously been reported. They were planning to put a new pump in and the agent reviewed catheter compatibility info.